Event description:
The patient's generator was replaced, noted to be prophylactic. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
It was noted that the explanted generator was discarded. Pre-op diagnostic results were provided and confirmed that the generator was functioning properly. No further relevant information has been received to date.

Event description:
It was reported that the patient's device could not be interrogated and she has been having increased seizures, which the patient's mother believes is due to vns. Clinic notes stated that the vns was interrogated and is not functioning which could be the potential cause for increasing seizure frequency. It is unclear if the device was able to be interrogated or not, and it could not be confirmed that the battery is depleted with the information available. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.